Event description:
It was reported that a patient had an uneventful novasure endometrial ablation on (B)(6) 2010. She reported, a fever of 100.3 degrees fahrenheit five days later, on (B)(6) 2010. The patient was seen in urgent care (treatment unknown) and returned home. The following day ((B)(6) 2010), she reported to the emergency room with a fever of 103.4 degrees fahrenheit and low abdominal pain. She was admitted to the hospital with sepsis. Blood cultures were drawn (date unknown) and returned positive for (B)(6). Treatment included the antibiotics vancomycin and unasyn (ampicillin sodium and sulbactam sodium). She was discharged home on augmentin (amoxicillin and clavulanate potassium) on (B)(6) 2010. On (B)(6) 2010, the physician reported her "condition now is good".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot records review could not be conducted for the disposable device as identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).